Manufacturer narrative:
Pump received with high sleep current measurement, problem isolated to pcb 1. Pump passed displacement test, active current measurement and self test. (B)(4).

Event description:
Information received by medtronic stated that the insulin pump's battery lasts less than three days with standard use. No harm was required during medical intervention. The insulin pump will be returned for analysis.